Event description:
It was reported the pt's stimulation had changed. Interrogation of the system determined there were invalid contacts. An x-ray was performed, which did not show any issues. On (B)(6) 2011, the physician replaced the pt's lead. The physician noted intraoperatively the lead had a fracture. No further complications were reported.

Manufacturer narrative:
Eval, results: a visual inspection and measurements of the returned lead confirmed the lead was damaged at the anchor site. The complete separation of the lead wires is consistent with the observation made in the field and invalid contact measurements. The damage is consistent with stresses to the lead while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.